Event description:
It was reported that after successful coronary stent deployment, the area distally to where the stent had been placed appeared hazy. The physician elected to do nothing. Six hours later the pt was returned to the cath lab and the vessel had completely closed down. The physician was able to rewire the lesion and placed another mfrs stent distally. Pt status is listed as 'okay".